Event description:
The customer reported to olympus, during preparation for an unknown procedure, the serial digital interface 1 (sdi1) input connection of the high-definition lcd monitor could not contact the cable, the pin internal to the connector was broken and the device had no image on display. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, intermittent distorted / horizontal line images were noted due to a worn-out quantum board (qb) and scratches were noted at the bezel plate. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, it was found that the reported ¿connector broken and no image displayed¿ issue was due to wear of the sdi connector. The root cause of the broken connector failure could not be determined. Olympus will continue to monitor field performance for this device.